Manufacturer narrative:
Updated section d - primary UDI number.

Event description:
Caller reported a malfunction alarm on the pump, identified as malfunction 16. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in attempting to reset the pump, but the malfunction code recurred, leading to the decision to replace the pump. It was confirmed that an alternate form of insulin delivery using mdi would be utilized until the new pump was received.